Event description:
The customer reported that they had disinfectant leaking from their unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Heater light out, capital equipment, unit evaluated at the facility. The fse found that the system had a clogged disinfectant valve. He replaced the valve and completed tests and diagnostics. The system was operating according to MFR specifications.